Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient was travelling he began feeling stimulation on one side only. The patient denied falls or trauma associated with the event. The patient planned to follow up with his healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for complex regional pain syndrome type I.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.